Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 360 plates columbia ag 5prct sb 90mm contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " polluted plate".

Event description:
It was reported that while using 360 plates columbia ag 5prct sb 90mm contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " polluted plate".

Manufacturer narrative:
H.6. Investigation: this memo is to summarize findings on the recent complaint against columbia agar with 5% sheep blood, catalog number 254071, lot number 1176770. Event description: it was reported that up to 360 plates were found to be contaminated. There was no patient impact. Complaint history review: complaint trend was analyzed and no similar complaints for the affected batch were registered. Therefore, a trend could not be detected. Batch history record (bhr) review: the bhr was reviewed. No deviations from the validated production processes were reported. Sample analysis: a picture was provided showing contamination on the agar. Retain samples for batch 1176770 were analyzed. No contaminated plates were detected. Evaluation results: at this stage of our investigation, we have excluded any systemic failure in our manufacturing process. Please note that this product does not have an sal claim. It is filled aseptically, therefore an occurrence of a contamination event cannot be entirely ruled out. Please note that the valid standard for these products is din en 12322 "in vitro diagnostic medical devices - culture media for microbiology". According to this standard the contamination rate for each product lot must not exceed 4.9 %. For our continuous monitoring, we derive a contamination ratio for below this specified value. According to our high quality standard, we only release product batches to the market with an aql (acceptable quality level) = 1.5. Although this contamination level is very low, we cannot completely exclude that a customer may receive a contaminated plate. Investigation conclusion: based on the evaluation of the provided report and the pictures provided, the complaint was confirmed. A corrective and preventive action will not be implemented as a trend could not be identified. We would suggest to set aside, and not use, any prepared plated media that does not meet the appearance and performance specification as it is described on the bd certificate of analysis. This is consistent with industry recommendations for inspection of culture media prior to use (e.g. ¿good practices for pharmaceutical microbiology laboratories¿, who technical report series, no. 961, 2011, annex 2; chapter <1117> ¿microbiology best laboratory practices¿ the united states pharmacopeia; and the difco & bbl manual). H3 other text : see h.10.